Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was bleeding between the pump and the apical cuff. The pump was adjusted within the apical cuff while remaining locked in place. A laparotomy pad was applied on the side opposite the leak to improve approximation between the pump and cuff at the affected area. These interventions resulted in partial improvement of the bleeding.